Manufacturer narrative:
The zoll console will not be returned for investigation. The unit will be evaluated at customers site. Investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the thermogard displayed mid:09 (air trap assembly) error message when powered up. No patient involvement was reported.

Manufacturer narrative:
The customer reported issue of thermogard displayed mid: 09(air trap assembly) error message when powered up was confirmed during the functional testing. The liquid in air trap was dried out to remedy the issue. Once completed, the thermogard passed the testing and the functional test as well as the electrical safety testing with no issue or faults observed. All test and readings are within the specified limits . Archive data was downloaded and no significant issue noted. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).